Event description:
Procedure: gastrectomy. According to the reporter: after the 4th firing in the fundus of the stomach, staples were fired without closing and some areas of the cartridge were without staples resulting in injury for the pt. The staple line was over sewed with some tissue loss.

Manufacturer narrative:
(B)(4).